Event description:
Registered nurse stated that this patient is highly allergic to 4x4 island dressing product, 44258. Dialysis nurse reported that "supplies" have been irritating the patient's skin and has caused the patient to have blisters. The patient did not go to the doctor for treatment of the blisters. Fresenius used an aseptic cleaner, air dried the blisters, and then placed 2x2 gauze soaked in saline on the blisters for treatment. Fresenius mentioned that this patient is highly allergic to various dressings and supplies such as tegaderms, tapes, etc.; not just this dressing. Fresenius has found another product to replace this dressing for use on the involved patient. The island dressing product is imported by (B)(4); however, the dressing is manufactured by shanghai wellong medical materials co., ltd.